Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ous mr 4.00 x 38mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. The proximal and mid-section of the stent were damaged with stent struts lifted from the stent profile. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed damage. A visual and tactile examination of the hypotube, the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the severely calcified left circumflex artery. After a guide wire was advanced, a 4.00 x 38mm synergy ii drug-eluting stent was advanced but failed to cross a previously placed stent. The device was removed and the procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed stent damage.